Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said that "since 4 days" she "heart a bip" sometimes and "since 13 days" she didn't feel well. She had more pain and experienced tachycardia, insomnia, tremor, sweating, and hyperglycemia of 23. Further actions taken to resolve the issue included contacting the manufacturer and silencing the volume of the alarm. The motor stall did not recover.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (1500.0mcg/ml, 799.2mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A motor stall was seen upon interrogation on (B)(6) 2017. The returned pump logs indicate a motor stall occurred on (B)(6) 2017 at 01:33 with recovery 17:48 and on (B)(6) 2017 at 02:24 with stopped pump may exceed tube set message on (B)(6) 2017 at 02:24. No patient symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were performed. The issue was considered ongoing. The pump was emptied on (B)(6) 2017 and filled with saline (nacl 0.9%). It was unknown if surgical intervention was planned. The hcp would have more information after (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The device remained implanted and in service. No further information was provided.